Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the manufacturing process. Chest pain: unable to observe as it is not related to the manufacturing process. Deformation: not observed. No additional observations performed on the device. No further actions are required. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "pain, chest deformity and 3rd grade capsular contracture". This record is for the left side. Device has been explanted.